Event description:
Adverse event(s): no patient impact (no consequences or impact to patient). Product problem(s): "error code appeared" (error message given). The surgeon reported receiving an error message prior to beginning the procedure. The system was then shut down and another system was brought in to complete the surgery day. The facility stated, the system switch did not cause any delay to the procedure because the patient had not yet been prepped.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. A review of complaints for the last 24 months indicated additional related complaints. The system was not returned for evaluation and steps could not be taken to replicate or confirm the reported event, therefore, the root cause could not be identified. However, the cassette was returned for evaluation. Investigation including root cause analysis is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).